Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of dim pump running light emitting diodes (leds) was confirmed via analysis of the returned system controller. The returned system controller (serial number: (B)(6)) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, the pump running leds were observed to be dim. The system controller was disassembled to inspect the internal components and no issues were observed. A corrective and preventative action (CAPA) was implemented to address the issue of dim pump running leds. The returned system controller was manufactured prior to the implementation of the CAPA, which replaced the type of led on the user interface printed circuit board. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 IFU, section 2, entitled ¿how your heart pump works¿, explains the system controller user interface symbols and alarms, including the pump running symbol. Heartmate 3 patient handbook, section 6 "caring for the equipment", describes how to care for and clean all equipment, including the system controller. Additionally, section 10 entitled ¿safety checklists¿ instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during routine follow up, the ventricular assist device (vad) coordinator noticed that the pump running symbol on the system controller was very dim. No alarms were noted. The system controller was exchanged.